Event description:
During follow-up, increased pacing impedance and capture threshold were observed on the left ventricular (lv) lead. Fluoroscopy was performed and revealed lv lead dislodgement. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
Additional information received indicated the patient attended an in clinic follow-up and increased pacing impedance and capture threshold were observed. The event was resolved by reprogramming the device to right ventricular pacing only. The patient was in stable condition.